Event description:
A us distributor reported that a charger fails due to functional issue.

Manufacturer narrative:
Device evaluation of battery charger/modem has been completed. The reported problem (fails due functional issue) has been confirmed. Upon investigation the battery charger/modem was resetting. The cause of the failure was isolated to an internally shorted q201. The root cause for the shorted q201 could not be positively identified. There was no adverse event that resulted from the damaged charger.